Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.